Event description:
On 01/13/1999 following a diagnostic procedure an angio-seal device was placed in a pt's groin. The deployment was difficult and there was oozing from the puncture site, which was noted to have became frank bleeding on return to the ward. The bleed was controlled with manual pressure (duration unknown), and hemostasis was achieved. Later the same day (time unknown), the pt complained of leg pain and pulses were noted to be diminished. The pt was assessed and discharged the same day. Five days later the pt returned to the facility for continued leg pain and diminished pulses. An angiogram was performed then the pt went to surgery. The collagen, anchor and suture were found to have migrated to knee level and the device was removed. As of 02/22/1999 there was been no further report to the manufacturer of complication or add'l pt sequelae.